Event description:
A customer reported their c10-3v transducer had a hole in the lens with exposed electronics. The transducer was associated with the epiq elite ultrasound system at the customer¿s site. This issue was found outside of clinical use. There was no patient or user harm associated with this event. A philips service engineer replaced the transducer to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
An investigation was performed to determine the cause of the reported problem. It was confirmed the c10-3v transducer had a hole in the lens. It was determined the cause was likely a result of customer misuse. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.